Event description:
It was reported that instead of sensing the atrium, the atrial lead was found to be sensing the ventricle. The lead was found to be dislodged, and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood was found on the distal and proximal conductors and the distal end of the electrode. The outer insulation was melted, breached cut, and was distorted (kinked/buckled). The outer insulation also exhibited cosmetic environmental stress cracking, as well as a cosmetic depression and a white substance. The lead exhibited apparent explant damage and appeared to have been stretched. Concomitant products: 6947 implantable tachy lead, (B)(6) 2008; 4194 implantable pacing lead, (B)(6) 2008. (B)(4).